Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "ruptured, and experiencing increased discomfort in recent months". This record is for the unknown -side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "ruptured, and experiencing increased discomfort in recent months". This record is for the left side. Device remains implanted.

Event description:
Healthcare professional later reported capsular contracture, baker grade IV. This record is for the left side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5, b6, d6b, h6 the event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: rupture: not observed through visual inspection. Capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (deformation) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported "ruptured, and experiencing increased discomfort in recent months". Healthcare professional reported later "pronounced capsular fibrosis / capsular contracture baker grade IV", diagnosed via magnetic resonance imaging. This record is for the left -side. Device has been explanted and replaced. Device has been received.